Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type 3b endoleak was refuted, rather there was billowing of the distal stent graft on the bifurcated stent graft . Billowing is not a device failure as the stent graft is designed to stretch. This event is no longer reportable to the FDA as there is no alleged deficiency related to the identity, quality, durability, reliability, safety, effectiveness, or performance of an endologix device. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and a vela suprarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately four and a half (4.5) years post procedure, a computed tomography (CT) identified a possible 3b endoleak. The patient is currently being monitored. Additional information: clinical assessment determined that the type 3b endoleak was refuted, rather there was billowing of the distal stent graft on the bifurcated stent graft . Billowing is not a device failure as the stent graft is designed to stretch. This event is no longer reportable to the FDA as there is no alleged deficiency related to the identity, quality, durability, reliability, safety, effectiveness, or performance of an endologix device.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and a vela suprarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately four and a half (4.5) years post procedure, a computed tomography (CT) identified a possible 3b endoleak. The patient is currently being monitored.